Event description:
On (B)(6) 2014, the reporter contacted lifescan(lfs) (B)(4) , alleging inaccurate results of 97mg/dl 0n the onetouch verio 2 meter compared to 133mg/dl on onetouch ultraeasy meter, tested within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.